Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined; however, it is likely that the defective distal end cap and the leakage from the biopsy channel caused the foreign matter to not be removed during reprocessing.  The event can be detected and prevented by following: IFU states that detection method in bf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found distal end had foreign objects. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign objects on distal end. There were no reports of patient involvement.